Event description:
Healthcare professional reported right side textured to smooth exchange, "alcl concern", rupture, "very liquid blown apart". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side textured to smooth exchange, "alcl concern", rupture. The device has been explanted.